Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, urgency frequency, and gastrointestinal/ pelvic floor. It was reported that the green light on the recharger kept flashing. Patient services had the patient reset the recharger. Resetting the recharger did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. On (B)(6) 2021 the patient called back, noting that they received the replacement recharger for their implanted device, but it could not connect and that it did not work. When they powered on the recharger the lights flashed and the power button showed red. The patient stated that the battery icon was showing that the recharger was fully charged as they had recharged it the night before, but the recharger was not beeping like it normally does. The patient stated that instead it just shut off completely. Troubleshooting was unable to be performed as the patient was not with all of the recharging equipment, so they would call back later to continue troubleshooting. There were no patient complications reported as a result of this event. The patient called back with replacement recharger present. It was reviewed how to reset the recharger and this did not resolve the issue. After the charger is powered on it emits descending tones and power button turns red (orange) then shortly turns off, so this recharging equipment was also replaced.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.